Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that the pump was not responding to ok button presses. The reporter claimed that the cover fell off the exbolus button and the pt was unable to use the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the bolus button was missing. The pump was also unresponsive to ok, contrast, and up and down arrow button presses.